Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extra-peritoneal inguinal procedure, while on the last step of tacking in the mesh to secure repair, there was difficulty in pressing the "push to reload" button but navigating the lock and unlock button was fine. There was also difficulty articulating the device. The device jammed and would not fire. They tried to change reload and that would not load and fire. No tacks were able to be fired from the device. They had to open an entirely new box of the product and that new device performed as expected. There was no patient injury.